Event description:
It was reported that this pacemaker declared safety mode. As a result, pacing inhibition, and oversensing of noise occurred. It was also noted that the patient experienced dizziness. Subsequently, the patient underwent surgical intervention to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker declared safety mode. As a result, pacing inhibition, and oversensing of noise occurred. It was also noted that the patient experienced dizziness. Subsequently, the patient underwent surgical intervention to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return. This additional report is being submitted to amend the patient code to 'dizziness' which is reflected in h6 patient codes.

Event description:
It was reported that this pacemaker declared safety mode. As a result, pacing inhibition, and oversensing of noise occurred. It was also noted that the patient experienced dizziness. Subsequently, the patient underwent surgical intervention to explant and replace this device. No additional adverse patient effects were reported. This device is expected for return. This device was returned to boston scientific cis for investigation. This report includes device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.